Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 4/13/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received for investigation. The plunger was observed advanced and locked. Trace amounts of viscoelastic were observed inside the cartridge. No lens was observed inside the cartridge tip. No assembly issues were observed. The cartridge tip was observed deformed; no crack was observed. Damage to the cartridge tip was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). No indication of a lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon was attempting to use the device when he noticed the tip was cracked after the inserter was advanced/locked. There was no patient contact with the cracked cartridge tip. The doctor ejected the intraocular lens (iol) out from the pre-loaded delivery system, re-loaded it manually with another inserter (cartridge) and subsequently implanted it. No additional information was provided to abbott medical optics.